Event description:
During verification testing at the mfg facility, the clave port was separated from the semi-rigid female adapter of the tubing set.

Manufacturer narrative:
During testing, the clave port was separated from the semi-rigid female adapter of the tubing set. This was due to insufficient solvent application. This report represents all the info known by the reporter upon query by the hospira personnel.